Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the spring of the femoral slap hammer broke. No foreign body was retained in the patient. There were no reported consequences or impact to the patient. Attempts have been made, and no further event information is available at the time of this report..

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified that the device exhibits signs of use (scratches and surface marring). Spring is fractured, not all returned. Device has an approximate field age of 10 years. The instrument was manufactured in 2015 and likely fractured due to wear and tear from repeated use over time in the field. Therefore, no further analysis will be conducted, as the fracture is most likely due to over approximately 10 years of use and does not suggest a manufacturing issue. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.